Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient experienced an adverse event while being in an active sensor session. On (B)(6) 2025, the patient was found unconscious by her son. She could no longer remember what the cgm device was doing at the time of loss of consciousness, if there were any other symptoms, and whether there was any issue with the t-slim pump or her dexcom g6. She said that her son found her unconscious on the floor and called the rescue squad and that she was brought to the hospital. No blood glucose readings were reported from during the event, but the patient was diagnosed with hyperglycemia and was treated with insulin. The patient was hospitalized for a few days. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that the patient experienced an adverse event while being in an active sensor session. The date of the event is an approximation. On 02/01/2025, the patient was found unconscious by her son. She could no longer remember what the cgm device was doing at the time of loss of consciousness, if there were any other symptoms, and whether there was any issue with the t-slim pump or her dexcom g6. She said that her son found her unconscious on the floor and called the rescue squad and that she was brought to the hospital. No blood glucose readings were reported from during the event, but the patient was diagnosed with hyperglycemia and was treated with insulin. The patient was hospitalized for a few days. No data was provided for evaluation. The allegation and probable cause could not be determined. No additional patient or event information is available.